Event description:
It was reported that following the implant procedure, the sensing value of the right ventricular (rv) lead continually decreased. Diagnostic imaging confirmed that the lead was not dislodged or fractured. The physician elected to cap and abandon the rv lead and implant a new lead to resolve the event. The patient was stable with no additional consequences.